Manufacturer narrative:
D2b: lgw - qrb additional suspect medical device component involved in the event: model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 504703 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had impedance on the lead which impacted the effectiveness of the stimulation and abilities to receive magnetic resonance imaging (MRI). The patient had difficulty and frequent charging of the implantable pulse generator (ipg), which she attributed to the lead, and described that the device sometimes fails to stay connected. The patient underwent a lead and ipg replacement procedure. No further information has been obtained despite good faith efforts.